Event description:
It was reported via the implant patient registry that a 3300tfx 25mm bioprosthetic aortic valve, implanted approximately for six (6) years and nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 21mm inspiris resilia valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it was discarded on-site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that a 3300tfx 25mm bioprosthetic aortic valve, implanted approximately for six (6) years and nine (9) months, was explanted due to mycobacterium chimaera endocarditis. The patient presented with shortness of breath, chest pain, dizziness, and syncope. The explanted device was replaced with an 11500a 21mm inspiris resilia valve. On pod #30, the patient was discharged home.